Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 1 and 4 hours. In addition the pod failed to adhere and reportedly fell off the infusion site (back), causing the cannula to dislodge. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. No timeouts or drive stalls were observed during inspection of the pod download data. Inspection of the fluid path and needle mechanism components found no evidence of manufacturing damages or deficiencies that would contribute to the reported event. The cause of the reported cannula dislodgment could not be determined.